Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an auriga 30 laser console was used in a procedure performed on (B)(6) 2022. During the procedure, the laser console displayed system error code: "1515 - low supply voltage. Please restart device or call service" and suddenly shut down. The procedure was unable to be completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event was reported by a boston scientific sales rep. The reported healthcare facility is (B)(6) . (B)(4). The complainant indicated that the device has been serviced on site and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.